Event description:
It was reported that inadvertent deployment occurred. A 7 x 120 x 130 innova vascular self-expanding stent was selected for use in a peripheral stenting procedure to treat claudication. The 70% stenosed target lesion was located in the mildly calcified and non-tortuous left superficial femoral artery (sfa). Upon trying to cross the blockage in the left sfa and being unsuccessful, the stent was removed intact. However; it was noticed that the stent had migrated forward on the delivery system approximately 1/2cm. Therefore; the device was not used and a second device of the same size was implanted, and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. The stent was partially deployed 5mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. The middle sheath was still sitting on top of the proximal end of the tip.

Event description:
It was reported that inadvertent deployment occurred. A 7 x 120 x 130 innova vascular self-expanding stent was selected for use in a peripheral stenting procedure to treat claudication. The 70% stenosed target lesion was located in the mildly calcified and non-tortuous left superficial femoral artery (sfa). Upon trying to cross the blockage in the left sfa and being unsuccessful, the stent was removed intact. However, it was noticed that the stent had migrated forward on the delivery system approximately 1/2cm. Therefore, the device was not used and a second device of the same size was implanted, and the procedure was successfully completed. No patient complications were reported.

Event description:
It was reported that inadvertent deployment occurred. A 7 x 120 x 130 innova vascular self-expanding stent was selected for use in a peripheral stenting procedure to treat claudication. The 70% stenosed target lesion was located in the mildly calcified and non-tortuous left superficial femoral artery (sfa). Upon trying to cross the blockage in the left sfa and being unsuccessful, the stent was removed intact. However, it was noticed that the stent had migrated forward on the delivery system approximately 1/2cm. Therefore, the device was not used and a second device of the same size was implanted, and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone. The stent was partially deployed 5mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. The middle sheath was still sitting on top of the proximal end of the tip.